Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device did not charge efficiently by observing a charge time out (cto) as received. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were identified. Battery analysis revealed that there was localized lithium (li) discharge along the edges and partial li-severing. The li-severing resulted in a reduced li anode surface are a. The device was returned due to excessive charge time (ect) and charge time out (cto) alerts prior to recommended replacement time and subsequent explant. These excessive charge times and charge timeouts resulted from increased battery resistance induced by observed li-severing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard audible tones and went to the emergency room. It was found that the device had a charge circuit timeout occur and that the charge time was noted to be greater than thirty seconds. It was also noted that a warning that atp (an ti-tachycardia pacing) and shock therapies will not be delivered: charge circuit inactive and that the device was at end of service (eos) and to replace immediately. The device was explanted and replaced. No patient complications have been reported as a result ofthis event.